Manufacturer narrative:
Method: ECG and device internal memory reviewed. Result: device labeling, (instructions for use and voice prompts) provide methods for resolving pad connectivity issues. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered.

Event description:
Subject was not resuscitated. (B) (4).